Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of chronic low back pain. It was reported that the patient was able to charge the ins, but patient programmer (pp) would not turn on the ins, even after the pp batteries were replaced. No symptoms or complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the issue was first noticed on (B)(6) 2019. The patient said they had been very busy and they normally charge the hip battery. The patient said it was almost all discharged. The patient said they finally got it to 100% charged and it displayed eos and a doctor phone. The patient contacted their doctor to get advice from their office. The patient is getting a new system in (B)(6) 2019. No further complications were reported.